Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
Customer reported the rfu indication shows red-x.. There was no reported adverse patient impact.